Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device was not possible. Technical support was contacted and suggested removing competing bluetooth devices to resolve the issue. The physician removed competing bluetooth devices and was able to successfully interrogate the device. The patient was in stable condition.